Event description:
Per the clinic, the patient experienced no benefit with the device leading to device non-use. The device was explanted on (B)(6) 2024, there are no plans to reimplant the patient with a new device as of the date of this report.